Event description:
ECMO circuit needed to be changed for increased transmembrane gradient. Rn who set up circuit inadvertently attached venous extension tubing to arterial side of circuit and arterial extension tubing to venous side of circuit. The surgeon connected the limbs of the circuit in reverse, not realizing the rn's error. The problem was promptly recognized and corrected. The pt required packed red blood cells, fresh frozen plasma and increased ventilatory support during the event. Post event, the baby had peripheral hyperemia and transient pulmonary hemorrhage which both resolved.